Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 23:05:20. During night drain cycle five, the patient's ultrafiltration reading was 1243ml, indicating the home patient (hp) drained 1018ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increase intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was the tidal total ultra filtration (uf) removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. Should additional relevant information become available, a supplemental report will be submitted.